Event description:
It was reported that suction loss occurred during flap treatment in the patient's left eye (os). Because of this, the treatment resulted in an incomplete flap. The docking did not appear to be well centered. No additional information was received. Note a separate report will be submitted for the elita system.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: photo analysis of the image provided by the customer reveals an incomplete flap. The reported event is confirmed. The reported suction, applanation and docking issues could not be confirmed through photo analysis. At the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.